Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The patient was mowing the lawn at the time of the shocks. The sensing vector was set to the secondary vector when the shocks occurred. Technical services advised some testing and programming options. The sensing vector has now been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.